Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with only the distal segment present. Cuts in the outer insulation consistent with lead being pulled during the explant procedure and a slight twist in the lead body, approximately 520mm from the tip end, were also noted. It was found that the inner coils were stretched, indicative of induced damage. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow up, it was determined that this left ventricular (lv) lead was not placed in an appropriate location to provide proper cardiac resynchronization therapy (crt). High pacing threshold measurement were also identified so it was decided to explant and replace the lead. No adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that during a routine follow up, it was determined that this left ventricular (lv) lead was not placed in an appropriate location to provide proper cardiac resynchronization therapy (crt). High pacing threshold measurement were also identified so it was decided to explant and replace the lead. No adverse patient effects were reported.